Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardiac monitor had an alert for low battery. The patient presented in clinic and had their device explanted and replaced. The patient was stable throughout the event.